Manufacturer narrative:
(B)(4). There is no available information regarding evaluation and repair of the ventilator.

Manufacturer narrative:
(B)(4). A third party service provider replaced the solenoid. The solenoid was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The solenoid was placed into a test ventilator and the unit began auto-triggering while in use. A visual inspection was performed and an o-ring was dry and brittle which prevented the system from maintaining a proper seal. The reported malfunction was duplicated.

Event description:
It was reported that during use on a homecare patient, the ventilator auto trigger was activated, the leak volume increased, and the exhalation valve made an abnormal noise. The circuit was replaced twice with the same result. Although, the ventilator continued to cycle, the patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.